Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, wear abrasion, crease fold. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify crease smooth opening on anterior. The fill test inspection was performed, the result is no blockage based on the device analysis the final assessment is: a crease smooth opening on anterior assessed to a fold flaw opening.

Event description:
Healthcare professional reported report left side deflation. Device explanted.

Event description:
Healthcare professional additionally reported left side capsular contracture baker grade IV.

Manufacturer narrative:
Additional, changed, and/or corrected data. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported report left side deflation. Device explanted.